Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to signs of potential pocket infection and erosion. Reportedly, the patient felt like there was a heating blanket on the chest wall at the site of the device but was not hot to the touch on the skin. There were no additional adverse patient effects reported. The ra lead remains in service.